Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2009 including an ipg. It was reported the patient no longer has stimulation. The programmer and charger no longer communicate with the ipg. The patient was sent a new programmer to resolve the issue, but was unsuccessful. As a result, the patient will undergo surgical intervention on a later date. No further information is available at this time.